Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at an in-center user facility reported that a burning smell emanated from a 2008t hemodialysis (hd) machine while a patient underwent their hd treatment. The patient's treatment was halted, the blood within the extracorporeal circuit was rinsed back, and the patient was re-setup on a different hd machine to continue the therapy. The patient was able to successfully complete the hd treatment with no further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following the event, the unit was pulled from service for evaluation. The biomed performed a visual examination which traced the smell to a problem with the power supply. The bmt indicated that a board within the power supply was likely charred. However, the biomed was not able to confirm this physical damage without opening the power supply. Following the replacement of the power supply, the system was returned to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. Additionally, the biomed revealed that the user interface board and function board were replaced as a preventative measure, but neither part was damaged. The faulty power supply was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that the power supply was replaced to resolve the issue. Following the replacement of the power supply, the system was returned to full functionality. Additionally, the biomed revealed that the user interface board and function board were replaced as a preventative measure, but neither part was damaged. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.